Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# (B)(6) serial# implanted: (B)(6) 2016. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 20-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient states he had his left lead removed in 2016 after losing his voice during surgery. Unknown if extension remains but implant shows high impedances on left side. Impedance check shows left lead still connected. Unknown if cut, capped or completely explanted. Additional information received from rep indicating that cause of the impedance issue remains unknown. Rep clarifies that lead was 'amputated' in 2016 per the physician note. It is not clear if and part of the lead remains or not, x-rays have been recommended. This issue has not yet been resolved and patient has not recovered from initial lost voice.